Manufacturer narrative:
Date of submission 11/14/2017 the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: the pump's black box data from the date of the event was not available due to continued use of the device. The available black box data shows unexplained pump reboot events. The battery compartment was found to be cracked. The pump was exercised for 24 hours with no power issues observed. The alleged issue could not be duplicated.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 28 mmol/l with no associated symptoms of hyperglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump had no power, and could not be turned on. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of the pump not having power.